Event description:
Consumer reported pen needle breakoff in their stomach. During injection, the needle lodged in their abdomen, but it didn't look like a breakoff, it just came loose. Went to the emergency room and had xrays - doctor did not remove, but prescribed antibiotics in case of injection.